Event description:
It was reported that one day post implant, the r-waves dropped and no capture was observed. Lead dislodgement was suspected. On (B)(4) 2011 the lead was repositioned. The next day the r-waves once again dropped and no capture was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.